Event description:
It was reported that experienced a loss of therapeutic effect following neck trauma from a car accident. The pt's symptoms were felt at the location of the lead. The pt stated that pain was located "1/2 inch from the end of the wire on the right side".

Manufacturer narrative:
(B) (4).